Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 300 mg/dl and that she felt pain while walking. She inspected the pod and saw that the cannula became dislodged.